Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that when the physician used the device to anastomose the intestinal tract for the patient, after fired, noted that some staples malformed with irregular shape. The anastomotic leakage occurred. Changed another one to continue the surgery. The original anastomosis was excised and the stoma was resected, and then the stapled end-to-end anastomosis was performed again. The anastomosis effect was satisfactory without affecting the patient's condition. No additional information can be provided.